Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not turn on. They woke up to a high blood glucose of 435 mg/dl and the insulin pump was dead. They did not mention any form of treatment for the high blood glucose. The customer stated they had received a low battery alert prior to the off no power alert. The customer stated the battery cap was damaged. They will be sent a new battery cap. The device will not be returned for analysis.